Event description:
It was reported that during a rotator cuff repair, the healicoil knotless anchor was tapped into the bone, the bone was so hard and the anchored shattered into pieces deeming it no usable. The remaining pieces of anchor were taken out of the patient and accounted for. Tweezers/forceps were used to pull the broken pieces of anchor from the bone canal. Suction was also used and a further washout to ensure all pieces of anchor/debris had been removed from the patient. The procedure was completed with no delay using a back-up device in the same bone hole, an awl was used prior to insertion of the anchor to ensure it wouldn't happen again despite the anchor being self-tapping. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.